Event description:
Covidien received report that a pediatric pt had a second degree burn. Per reporter, at the time of rotating sensor, it was identified a local hipermemy, two hours after it was noticed a bullous lesion like a burn. Saline 0.9% was used to hydrate and it was necessary a local surgical intervention (tissue debridement). The lesion evolved very well and was treated with silver sulfadiazine ointment. Pt discharged on (B)(6) 2011, recovered.

Manufacturer narrative:
If significant info is identified, a summary of the investigation results will be provided in a supplemental report. Per info received from reporter, the sensor was placed as follows: 'the hallux was involved with a duoderm plate, inserted the sensor and then fixed with a coban (elastic tape). The venous access it was like a PICC (peripherally inserted central catheter) and it was in the same member of the lesion.